Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bleeding from being rubbed under the lv. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised requesting a larger garment for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.